Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it was reported that a patient underwent a revision surgery due to dislocation 13 days post implantation. This is a split case with devices manufactured by zimmer inc., warsaw (B)(4). Review of received data: printscreens of sap system were received for the devices used during the surgeries. Another printscreen "primary surgery details" state in the field surgery description that it was a revision surgery. However, it was clarified with the sales rep that the implant surgery was a primary surgery. Device analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the devices were discarded at the hospital as biohazard. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible a systematic issue with design would have been detected as part of the issue evaluation assessment postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting) possible, no device was received for investigation, the condition of the device is unknown. It is unknown if micromotion has occurred. Therefore, this cause cannot be excluded. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Dislocation, subluxation, abrasive wear loosening of components due to tissue impingement prior to proper taper fit possible, no surgical report was reviewed for assessment. Therefore, this cause cannot be excluded. Dislocation, subluxation, abrasive wear due to impingement due to malposition of components (stem, head, cup) possible, no x-ray and no surgical report was reviewed for assessment. Therefore, this cause cannot be excluded. Dislocation, subluxation, aseptic loosening of components due to selection of wrong components not possible combination is allowed/approved. In addition, the IFU_d011500111_ed201606 describes the indication and contraindication for the use of a cocr head. Dislocation, subluxation, abrasive wear due to scratches on articular surface during surgery possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper/ (particles between stem taper and ball head taper) possible, no surgical report of implantation was received for assessment, it cannot be verified if the taper was cleaned and dried intraoperatively; it also cannot be evaluated if the stem taper was intact, since the device is not at hand for investigation. Therefore, this cause cannot be excluded. Damaged implant, dislocation, subluxation, abrasive wear loosening of components due to explanted cocr head (with e.g. A damaged taper and/ or scratches on the surface) is reused for new implantation surgery not possible it is very unlikely that a reused device was used. No information which could point on that was received. In addition, the IFU_d011500111_ed201606 describes state that the device is not intended to be reused. Dislocation, subluxation, abrasive wear, leg length discrepancy due to soft tissue laxity possible, no surgical report, relevant patient data or doctor report were received for evaluation. Therefore the constitution of patient's soft tissue is unknown. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible combination is allowed/approved. Dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible combination is allowed/approved. Therefore this case can be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem due to laser marking not readable in normal. Conclusion: it was reported that a revision surgery was performed 13 days after primary surgery due to dislocation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: review of received data: -ap pelvis and single view of the right hip dated (B)(6)2018 and ap pelvis dated (B)(6)2018 ( see the detailed x-ray review report in (B)(4). -ap pelvis and single view of the right hip dated (B)(6)2018 demonstrates bilateral total hip arthroplasties with cement fixation of the right acetabular cup. Dislocated polyethylene liner of the right acetabular cup. Femoral component is intact. 2 curvilinear metallic foci are noted along the lateral cortex of the proximal femoral diaphysis. Lucency is noted within the greater trochanter of the right hip which could relate to osteolysis. On the oblique film of the right hip dated (B)(6)2018, there is cortical irregularity along the lateral cortex of the proximal femoral diaphysis which could relate to an age-indeterminate fracture. Osteopenia is present. -ap pelvis dated(B)(6)2018 demonstrates a revised right total hip arthroplasty with no evidence for dislocation. - printscreen of sap system were recived for the devices used during the surgeries. An other printscreen "primary surgery details" state in the field surgery description that it was a revision surgery. However, it was clarified with the sales rep that the implant surgery was a primary surgery. Conclusion: it was reported that a revision surgery was performed 13 days after the first revision surgery, where the cocr head was implanted, due to dislocation. All the components of the thr except the stem were revised. X-ray belonging to the time frame of this complaint does not confirm any dislocation of the cocr head. Therefore, the event cannot be confirmed. Nevertheless, possible causes that could be leading to dislocation include malposition of the acetabular cup, soft tissue laxity, excessive wear due to micromotion in taper connection between stem and head (e.g fretting) and not allowed combination of the stem and the head (the stem is unknown). However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-00497.

Manufacturer narrative:
Concomitant medical products according: item: shell porous with cluster holes 52 mm catalog #: 00620205222 lot #: 63719735, item: liner standard 3.5 mm offset 36 mm i.d. Catalog #: 00630505036 lot #: 63909740, item: truncated blade catalog #: 00705304810 lot #: unknown, item: full blade catalog #: 00705304820 lot #: unknown. This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k993259. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). (B)(4).

Event description:
It was reported that the patient was revised 18 days post implantation.